Manufacturer narrative:
Upon further review it was found that the patient was not implanted with an expired device. Section d4 and h4 have been updated with the correct device information. Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple driveline disconnects resulting in system stops. It was reported that the patient independently attempted a controller exchange following a backup battery fault alarm, and passed out upon disconnecting the driveline. Transient power elevations were also captured in the log files prior to the attempted controller exchange; however, a specific cause for these elevations could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient reportedly attempted to perform a controller exchange following a backup battery fault on (B)(6) 2020 and passed out after removing the driveline. The patient¿s family performed cardiopulmonary resuscitation (CPR) until emergency medical services arrived, at which time the controller was reconnected. The patient was then admitted to the emergency department. A review of the submitted log files from (B)(6) 2020 found that the pump maintained a stable speed above the low speed limit without issue while the driveline was connected. Slight, transient power elevations were captured on (B)(6) 2020, some of which were were captured during pulsatility index (pi) events. Refer to the investigation of the primary system controller regarding captured lcd (liquid-crystal display) faults, backup battery faults, and no external power alarms due to double power cable disconnect events. Refer to the mobile power unit (mpu) investigation regarding captured no external power alarms occurring while the device appeared to be connected to the mpu. The driveline was disconnected on (B)(6) 2020 following a backup battery fault. The driveline was reconnected and disconnected from the primary controller once more. The device was then connected to the backup controller. The driveline was disconnected once more before being reconnected to the backup controller for the remainder of the log file. The clock was not set on the backup controller, resulting in an active yellow wrench alarm. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient ultimately expired on (B)(6) 2021 due to cardiogenic shock and sepsis (manufacturer report number 2916596-2021-05045). (B)(6) has not been returned for evaluation at this time. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. This document states that complaints of dizziness should prompt immediate evaluation of the patient and the system. The lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. The patient handbook and IFU cover all system controller alarms, as well as the appropriate associated actions. The IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 11apr2017. A review of the patient¿s complaint history found no complaints for infection. After a product is sterilized, it is sterile as long as the sterile barrier is not compromised as the sterilization process is validated to result in a sterile unit. Packaging shelf life data supports an intact sterile barrier to the labeled expiration date. Although there have been no reports received of any adverse patient effects or device malfunctions regarding the use of this lvad past its labeled expiration date, there is no controlled data regarding any potential patient effects. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under ¿pump performance monitoring¿) states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms and what action(s) should be performed when they occur. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling the heartmate ii patient handbook, contains information regarding all system controller alarms and the proper actions associated with them. The handbook instructs that in the case of a system controller backup battery fault, the patient is to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department after reportedly trying to change out controller for back up battery fault. After removing driveline he passed out, family did cardiopulmonary resuscitation until emergency medical services arrived, and they were able to reconnect controller. Log file analysis showed few yellow wrench alarms. The first, on (B)(6) 2020, was a replace controller message due to lcd faults events, which self-corrected. The second appears to have been the result of a backup battery fault, as you noted, which prompted the patient to disconnect the driveline and lose consciousness. This occurred at 10:24 am on (B)(6) 2020. At 10:29 am the patient disconnected both power leads causing a no external power alarm prior to the driveline disconnect. The driveline was reconnected at 11:04 am then disconnected a few seconds later. In addition, the log noted multiple unsustained power/flow elevations on (B)(6) 2020. The log file captured a no external power event on (B)(6) 2020. This was caused by power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: review of the device history records for (B)(6) found that the patient was implanted with an expired lvas kit. Review of the submitted log files confirmed multiple driveline disconnects resulting in system stops. It was reported that the patient independently attempted a controller exchange following a backup battery fault alarm, and passed out upon disconnecting the driveline. Transient power elevations were also captured in the log files prior to the attempted controller exchange; however, a specific cause for these elevations could not be conclusively determined. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient reportedly attempted to perform a controller exchange following a backup battery fault on (B)(6)2020 and passed out after removing the driveline. The patient¿s family performed cardiopulmonary resuscitation (CPR) until emergency medical services arrived, at which time the controller was reconnected. The patient was then admitted to the emergency department. A review of the submitted log files from 22aug2020 through 12sep2020 found that the pump maintained a stable speed above the low speed limit without issue while the driveline was connected. Slight, transient power elevations were captured on (B)(6)2020 and (B)(6)2020, some of which were were captured during pulsatility index (pi) events. Refer to the investigation of the primary system controller regarding captured lcd (liquid-crystal display) faults, backup battery faults, and no external power alarms due to double power cable disconnect events. Refer to the mobile power unit (mpu) investigation regarding captured no external power alarms occurring while the device appeared to be connected to the mpu. The driveline was disconnected on (B)(6)2020 following a backup battery fault. The driveline was reconnected and disconnected from the primary controller once more. The device was then connected to the backup controller. The driveline was disconnected once more before being reconnected to the backup controller for the remainder of the log file. The clock was not set on the backup controller, resulting in an active yellow wrench alarm. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6). The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas. This document states that complaints of dizziness should prompt immediate evaluation of the patient and the system. The lvas patient handbook warns that the pump will stop if the system controller is disconnected from the driveline. If this happens, the user should reconnect the driveline as quickly as possible to restart the pump. The patient handbook and IFU cover all system controller alarms, as well as the appropriate associated actions. The IFU also outlines all pump parameters and explains that power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 25jun2014. It was noted that the patient was implanted with an expired left ventricular assist system (lvas) kit on 27nov2017. The lvas kit was manufactured on 24jun2014 and sent to the customer on 25jun2014 with a labeled expiration date of 31may2017. A review of the patient¿s complaint history found no complaints for infection. After a product is sterilized, it is sterile as long as the sterile barrier is not compromised as the sterilization process is validated to result in a sterile unit. Packaging shelf life data supports an intact sterile barrier to the labeled expiration date. Although there have been no reports received of any adverse patient effects or device malfunctions regarding the use of this lvad past its labeled expiration date, there is no controlled data regarding any potential patient effects. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under ¿pump performance monitoring¿) states that complaints of dizziness should prompt immediate evaluation of the patient and the system. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms and what action(s) should be performed when they occur. Section 8 ¿equipment storage and care¿ contains information regarding product storage conditions and how to dispose of expired product. Section e ¿symbols¿ depicts the ¿expiration date: use by¿ symbol. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 "introduction" and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling the heartmate ii patient handbook, rev. C, contains information regarding all system controller alarms and the proper actions associated with them. The handbook instructs that in the case of a system controller backup battery fault, the patient is to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.